Event description:
The clinic reported that a laser vision correction patient presented on (B)(6) 2013 post op with debris under the flap in the left eye (os). The flap was lifted and rinsed on (B)(6) 2013. The patient did not experience vision loss.

Manufacturer narrative:
(B)(4). Conclusion - the clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.